Event description:
Philips received a complaint on the heartstart mrx indicating that there was a red x on the defibrillator and a charge button fail error message. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and confirmed the reported issue. The fse replaced the device with a customer provided backup device. The customer was advised that no further servicing could be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The investigation concludes that no further action is required at this time.